Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 401mg/dl at the time of incident and 123mg/dl at the time of the call. Customer also indicated that they have had bent cannulas and that the infusion sets do not adhere and have fallen out. Customer was advised on proper needle insertion, taping and site techniques. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer declined high blood glucose troubleshooting.